Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the vessel and would not open. The surgeon was able to move the trigger and the jaws opened. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.